Manufacturer narrative:
Facility's nurse in charge stated that he did not think an autopsy was being performed. The suspected cause of death was myocardial infarction (mi) with a possible embolism. Facility requested the machine to be checked out because it is their policy to have a machine checked out any time a pt expires during treatment. There were no machine problems or alarms during treatment. A gambro technical svs (gts) inspected the machine and it was found to be within MFR's specs. He confirmed that the conductivity on the machine was within MFR's specs.